Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the distal cover fell off into the patient's mouth. There were no reports of patient harm or injury.

Event description:
No new information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The reported malfunction was not confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.